Manufacturer narrative:
Block b3: exact date unknown, event occurred when the device was explanted. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 585377.

Event description:
It was reported that the patient had a staph infection in the upper incision where the paddle was placed. Symptoms of soreness, redness, puffiness, and some yellow and white discharge were noted. The patient underwent a full system explant and was prescribed antibiotics. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred when the device was explanted. Correction to initial emdr in blocks f10 and h6. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that while on vacation the patient experienced a staphylococcus infection in the upper incision where the spinal cord stimulation (scs) paddle lead was placed. Symptoms of soreness, redness, puffiness, and some yellow and white discharge were noted. The patient went to an e.r. And underwent a procedure in which the entire scs system was explanted. In addition, the patient was prescribed antibiotics. The patient could not remember the name of the physician or hospital where the explant took place, and therefore, the explanted devices will not be returned. No additional adverse patient effects were reported.